Event description:
A patient reported experiencing inaccurate high results with a one touch ultra meter. The patient's blood glucose results were 170 and 120 mg/dl. Test were done within 10 minutes. Patient did not experience any adverse events.